Event description:
Event: (cc# 98-00525) there was a hole in the iab. This was the only information at the time of the report. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. [Event complications]: unknown - reported 4/29/98. [Patient's current status]: unk - rpt'd 4/29/98.